Event description:
It was reported a spectrum pump had constant upstream occlusion alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Review of the history log confirmed the reported upstream occlusion alarms. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.